Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, redness, swelling, inflammation, pimples, pus, and pustules, under entire patch area. A healthcare provider was contacted, and the patient was given a prescription for an unspecified oral antibiotics. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).